Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic due to the oversensing episodes noted on the right ventricular (rv) lead. It was noted that 2000 rv oversensing episodes and 40 ventricular tachycardia (vt)/ventricular fibrillation (vf)episodes were noted since (B)(6) 2020. Noise and damage was also noted on the rv lead. The patient received one episodes of anti-tachycardia pacing (atp) for the episode of noise which fell into vf zone. The programming changes were made, and lead revision was discussed. The patient was stable.